Event description:
It was reported that during a hernioplasty procedure, the device was used to fix the hernia mesh and during the procedure the surgeon heard cracked noise in handle and it was not possible to fire the staples anymore. It seems that the spring in the handle was broken. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. Delay of fifteen minutes.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that one ems device was returned non-functional. The device was disassembled to verify the integrity of the internal components; the return spring was found disengaged from the driver link, as a result of the driver link being broken. Although no conclusion could be reached as to how the damaged to the driver link occurred; it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).